Manufacturer narrative:
Failure event observed during analysis. Partial lead was received. Final analysis found external insulation abrasion was noted at 51.5-51.6cm from the distal tip consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.